Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the patient experienced a skin reaction with severe rash under the entire patch area. There was no specific treatment information provided but in the report from the healthcare provider (hcp) it was stated that the skin reaction required ¿medical or surgical treatment¿. There was no report of further medical intervention. The hcp was contacted multiple times to provide more information but was not able to provide further details at the time of the calls. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).